Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the cutter did not work during setup for a procedure. The system was recycled to solve the issue and proceed with surgery.

Manufacturer narrative:
The company service representative examined the system, but could not replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 15, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).